Manufacturer narrative:
Other relevant device(s) are: etlw1620c93e - v01708099. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient passed away approximately two years post index procedure. The cause of death was not reported by the family member.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.